Manufacturer narrative:
Calibra requested return of the product but it has not been received. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the patch leaked insulin prior to use. It was alleged that the patient felt the insulin on his hand, and decided not to insert the patch for use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the device could not be used.

Manufacturer narrative:
Follow-up #1: [date of submission 11/9/2016]-device evaluation: the patch has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: DHR was performed and no issues were found related to this complaint. A delivery dose accuracy and ldlo testing was performed to verify fill process, leaks, dispensed correctly and performed last dose lock out as expected. Delivery dose accuracy and ldlo testing were pass. Based on the investigation and testing results, it can be concluded that the complaint was not confirmed and no further action was required. Testing results evidence that the device met design specification and as intended for use. The assignable cause could be attributed that the patient did not follow the instructions to fill the patch. Once the guide cap capacity has been exceeded the insulin can then leak out of the edges of the guide cap appearing as if the device was leaking. The user¿s guide states: overfilling the patch may cause the patch to leak.